Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and snubber board were replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the screen went blank and there was a saturation fault error. This may prevent the system from booting up, which could result in loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.